Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a low anterior resection. The device was placed, anvil was attached and purse string created; however, when fired, the device did not cut or staple. Another device was used to complete the case. There was no adverse consequence to the pt.